Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and migration occurred. Vascular access was obtained via the right femoral artery. The lesion was located in the calcified and stenosed proximal right coronary artery. A 3.00x12mm promus element plus stent delivery system (sds) was advanced to the lesion and became stuck. The sds was removed along with the guide catheter. Upon removal from the femoral access site, the stent dislodged from the sds and migrated into the leg of the patient and remained there. It was decided to close the procedure in order to limit the patient's procedure to contrast. The following day a non-bsc stent was implanted. There were no further patient complications reported and the patient's status was stable.